Event description:
In 2002 account alleges a visitor was sitting in a rocker chair when the chair broke resulting in the visitor falling. The visitor was fine immediately after the fall, however about 40 minutes later the visitor asked for tylenol and complained of a sore back, leg, and arm.